Manufacturer narrative:
It was reported that the port will not flush. Received from the customer is one used extension set model 20019e lot 20045842. The sets were visually inspected for kinks, holes/tears in the tubing or damages to the components. No anomalies were observed on the sets during initial visual inspection. Functional testing was performed by using a lab syringe and attaching it to each smartsite port on the set allowing fluid to flow through the whole set by flush. Flushing both of the smartsite ports (p/n 620-00180) was met with an occlusion. Bd manufacturing is aware of smartsite occlusion issues and is currently investigating the root cause under CAPA 1998036. A device history record for model 20019e with lot number 20045842 was performed. The search showed that a total of 12,003 units in 1 lot number were built on (B)(6) 2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The customer¿s report that the port will not flush was confirmed to be an occlusion. The root cause of the occlusion could not be determined.

Event description:
It was reported that the y ext w/vlv ports & 2 sld clp was clogged/blocked/occluded. The following information was provided by the initial reporter: my understanding from my group is that other areas in children¿s hospital have been having issues, as well as the peds ed. An additional gmh picu is reporting flushing issues with 20019e (smartsite ext. Set), lot# (10)20045842. Picu has been experiencing these issues over the past month. The issues are the same as the cancer institute is experiencing: one port won¿t flush. 1. It was stated there have been multiple instances with this defect, please provide the date and time of the events (if possible)? 8/26. Employees have stated that there have been issues over the past month, but I do not have specific dates or equipment. 2. Was the tubing set attached to a patient at the time of the event or occurred during preparation/priming? The defect was noticed during priming, prior to connecting to a patient. 3. If patient involvement; was there any adverse events due to the defect? Please explain: 4. Was there a delay of, or change in, the course of treatment due to the event? Please explain: a second adapter had to be obtained, but it was noted during set up for an IV start. Delayed obtaining IV access, but non emergent situation. 5. What steps do you take to help when you do not see flow? Massage tubing, squeeze infusion bag, other technique? Which one of these, if any, helps the fluid flow. Rn verbalized removing syringe and attempting to replace but it still would not flush.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the y ext w/vlv ports & 2 sld clp was clogged/blocked/occluded. The following information was provided by the initial reporter: my understanding from my group is that other areas in children¿s hospital have been having issues, as well as the peds ed. An additional gmh picu is reporting flushing issues with 20019e (smartsite ext. Set), lot# (10)20045842. Picu has been experiencing these issues over the past month. The issues are the same as the cancer institute is experiencing: one port won¿t flush. It was stated there have been multiple instances with this defect, please provide the date and time of the events (if possible)? 8/26. Employees have stated that there have been issues over the past month, but I do not have specific dates or equipment. Was the tubing set attached to a patient at the time of the event or occurred during preparation/priming? The defect was noticed during priming, prior to connecting to a patient. If patient involvement; was there any adverse events due to the defect? Please explain: . Was there a delay of, or change in, the course of treatment due to the event? Please explain: a second adapter had to be obtained, but it was noted during set up for an IV start. Delayed obtaining IV access, but non emergent situation. What steps do you take to help when you do not see flow? Massage tubing, squeeze infusion bag, other technique? Which one of these, if any, helps the fluid flow. Rn verbalized removing syringe and attempting to replace but it still would not flush.